Manufacturer narrative:
A customer from the united states contacted the siemens customer care center (ccc) reporting the observation of an elevated high-sensitivity troponin I (tnih) result obtained on a patient sample on an atellica im 1300 analyzer. The sample was elevated compared to repeat testing of the same sample and other samples from the same patient. Qc was in range at the time the sample was run. Sample type:plasma tube type/manufacturer:primary tube vacuette greiner centrifuge type:stat spin express 4. Centrifuge speed/time:speed 5000 rpm, 3 minutes. Additional troubleshooting steps taken: no other tnih patient results with issues. No other tests with issues. No known shipping or storage issues. Reagents are homogenous. The reagent pack was loaded on 9/10/22 and had 14 tests left. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Event description:
A falsely elevated high-sensitivity troponin I (tnih) result was generated for a patient sample on an atellica im 1300 analyzer. Two prior samples from the same patient recovered lower than the discordant elevated result. A new draw was processed on the same atellica im 1300 analyzer and recovered similarly lower to the two prior samples. The sample in question was repeated on the same atellica im 1300 analyzer and recovered lower than the discordant result. The result of 6 pg/ml was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih patient result.

Manufacturer narrative:
The initial MDR 1219913-2022-00307 was filed on october 3, 2022. A customer from the united states contacted the siemens customer care center (ccc) reporting the observation of an elevated high-sensitivity troponin I (tnih) result obtained on a patient sample on an atellica im 1300 analyzer. The sample was elevated compared to repeat testing of the same sample and other samples from the same patient. Additional information - october 17, 2022: reagent trace files were received and additional files were requested. Based on the files received so far, it is recommended to check aspirate probe pinch tubing and pinch valves all the way to the waste bottle. Replace the reagent compartment tede and also check the acid and base pumps, check for possible contamination and check base probe dispense in the luminometer. Siemens is investigating.

Manufacturer narrative:
The initial MDR 1219913-2022-00307 was filed on october 3, 2022 and MDR 1219913-2022-00307 supplemental 1 was filed on november 7, 2022. A customer from the united states contacted the siemens customer care center (ccc) reporting the observation of an elevated high-sensitivity troponin I (tnih) result obtained on a patient sample on an atellica im 1300 analyzer. The sample was elevated compared to repeat testing of the same sample and other samples from the same patient. Additional information - november 10, 2022: the customer observed a falsely elevated (> IFU 99th% 45 pg/ml) atellica im high-sensitivity troponin I (tnih) result for a patient sample versus prior results and subsequent repeats. Siemens reviewed available data to evaluate for a potential product problem. Quality control (qc) was in range at the time of the event, and no other samples run at the same time were affected, indicating a potential patient/sample specific cause. Sid (B)(6) run on (B)(6) 2022 resulted as elevated 65.58 pg/ml; the sample was repeated on (B)(6) 2022 and resulted as low/normal 5.91pg/ml. Siemens reviewed the auto check and device check from the instrument for the time (B)(6) 2022 and suggested maintenance actions for the customer service engineer (cse). However, the customer declined service for this particular event. This was an isolated issue resolved by repeating the sample. All other assays are resulting as expected. Siemens reviewed the instrument log files provided for this escalation. The reagent trace files for the dates the initial and repeat results were run were reviewed. Based on the reagent trace files, there is no evidence of a hardware issue that is impacting delivery of tnih reagents. The sample reagent files were not provided and therefore could not be reviewed. The customer runs plasma samples and uses an abbreviated stat spin protocol. Pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can impact results. While there is insufficient information to determine the cause of the discordant result, siemens cannot rule out pre-analytical variables or sample specific issues as contributing factors. A product problem was not identified. The customer requires no further support. In section h6, the investigation finding, and investigation conclusion codes were updated.